Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41781-2682003. There was no patient involvement.

Manufacturer narrative:
One device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. During functional power up testing the device displayed the code appeared on the screen. Visual inspection performed and found. The downstream occlusion seal was found degraded. Corrosion was found on multiple of the device's parts. The root cause is the main board was damaged.